Event description:
During the procedure; the doctor wanted to use deltaplush 2mm x 6cm coil. He inserted prowler 10 microcatheter but the deltaplush coil didn't advanced inside microcatheter. The coil got stuck in the middle of the microcatheter. So he removed deltaplush coil and tried other same size deltaplush coil. The second coil also got stuck. He checked the flush and any changes. He tried one more time with a same sized deltaplush 2 mm x 6 cm and it went through the microcatheter. It advanced very softly. The procedure was successfully done. Failure analysis found that one of the deltaplush 2mm x 6cm coils was kinked and stretched.

Manufacturer narrative:
The prowler 10 was not returned. The unit was returned cleaned. Located proximally 15.0cm off the green introducer's distal tip, the coil and dpu protrude outside the sheath for a length of 1.0cm. View of the proximal and distal protrusion sites. Except as noted, no mechanical sheath damage was found at the protrusion section or on the remainder the sheath. At the distal protrusion point of the coil, the coil has been buckled. Located 4mm off the distf tip of the dpu and at the proximal protrusion point, the tip coil section has been bent. Even after cleaning by the hospital, there is a copious amount of dried contrast granules inside the distal tip of the dpu and on the coil the proximal end of the coil has unraveled out of the soldered section. This damage required excessive force. The coil's socket ring has been severed at the solder point and severely damaged. This damage required excessive force. The proximal end of the coil has compression and stretching damage. Except as noted the remainder of the coil is undamaged. Located on the top proximal end of the resheathing tool in the cutout, the v notch has been fractured. Located at the locking mechanism, the sheath's material has been stretched away from the surface. The coil was returned severely damaged. The evidence strongly suggests that the most likely root cause of the coil becoming stuck inside the microcatheter was due to distal interference. The source of this interference whether of a fixed or detached nature cannot be determined. In addition; without the return of the prowler 10 microcatheter used in the procedure; it cannot be determined if this component contributed to the complaint event. The secondary contributing factor to the root cause may have occurred when the locking mechanism became embedded inside the v notch of the resheathing tool. The binding action between the sheath and the device positioning unit (dpu) would have produced significant resistance. This binding action may have also damaged the coil which would have also caused significant resistance. For optimum product performance and to prevent potential complications, the instructions for use (IFU) recommends, "hold the introducer sheath (loosely-looped) in the left hand. Keeping the introducer tip near the re-sheathing tool, grasp the distal end of the re-sheathing tool between your left thumb and forefinger. Grasp the clear tab near the end of the introducer sheath body with the thumb and forefinger of your other hand. Gently pull the clear tab of the introducer sheath out and away from the re-sheathing tool at a 45-degree angle to unlock the microcoil. Continue to pull the tab until an additional 0.5 to 1.0 inches {1.3 to 2.5 em) of the translucent material is exposed. Gently fold the translucent tab towards the distal end, and firmly grasp the distal end of the re-sheathing tool and the translucent tab between your thumb and forefinger, as shown in figure 3..." Although a definitive conclusion cannot be made, based on the analysis, it appears that interference in the microcatheter was the primary cause of the event. Other contributing factors appear to be procedural outlined in the IFU. Additionally, review of this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This MDR is being submitted as part of a retrospective review as the result of a recent FDA audit and with accordance to the requirements of code of federal regulations - 21 cfr part 803, medical device reporting.